Event description:
Advanced bionics was made aware that the pt suffered a head trauma. After the trauma the pt could not obtain lock with the implant. External equipment was exchanged and programming adjustments were made; however this did not resolve the issue. Revision surgery will be scheduled.